Event description:
A malfunction alarm was reported concerning the pump, identified with a malf 9 code. There was no adverse impact to the customer's blood glucose level. The pump failed to reset, and technical support assisted the customer with troubleshooting, ultimately providing instructions for resolving the pump¿s malfunction, which included replacing the pump. Customer reverted to an alternative method of insulin therapy.